Event description:
Caller states patient tested 4.4 inr and 6.9 inr on the coaguchek xs system. Patient was treated with oral vitamin k after testing 6.9 inr. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.